Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer was contacted by zoll technical support over the phone. The autopulse nxt platform (sn (B)(6) involved in the reported complaint will not be returned for evaluation, as the reported issue was caused by user error, specifically that the autopulse nxt band had not been properly connected. The customer tested the autopulse nxt platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll.

Event description:
During a resuscitation event, the autopulse nxt band of the autopulse nxt platform (sn (B)(6) failed to tighten around the patient, preventing the device from delivering compressions. Consequently, the crew reverted to manual CPR. No consequences or impacts on the patient.